Manufacturer narrative:
Correction: date of this report in follow-up MDR #1 is being corrected from blank to 08/10/2021.

Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted. The user facility submitted medwatch # (B)(4) for this event.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. The event log files were reviewed by the facility biomedical engineer and the event of "under infusion" could not be confirmed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient infusion of levophed with a spectrum pump, the patient experienced a sudden decrease in blood pressure to 63/33. The nurse reported that the drops were not ¿going as fast as it was programmed¿ and the pump did not generate an alarm. It was reported the norepinephrine was ¿maxed¿ to 3 mcg/kg/min, epinephrine was increased to 0.3 mcg/kg/min and the patient was also on an unspecified vasopressor at 0.03 units/min. The patient received 5% albumin and one unit of red blood cells was ordered. The nurse changed the pump and the medication was weaned to previous setting (no values provided). At the time of this report, the patient outcome was not reported. No additional information is available.